Manufacturer narrative:
(B)(4). It was reported that the sensor was inserted into the patient's back. The dexcom g4® platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. Additionally, the user's guide also states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a skin irritation that occurred on 05/19/2015. The sensor was inserted into the patient's back on (B)(6) 2015. Patient's mother stated that the patient experienced a faint mark, pain and irritation from the site preparation that is being used to reinforce the sensor pad adhesive. On (B)(6) 2015 patient's mother contacted the patient's healthcare provider for advice concerning the irritation and was directed to call dexcom. At the time of contact, no further medical intervention was reported.